Event description:
It was reported that during surgery on a pt: started the femoral tunnel it shaved off the pieces from distill tip on the femoral aimer.

Manufacturer narrative:
Waiting for device to be rec'd for eval. A follow-up report will be submitted with any additional info.